Event description:
It was reported that a patient underwent a partial mastectomy and an absorbable hemostatic agent was used. The patient experienced infection and rubor around the wounded area. The result of cultivation of fluid was positive for bacillus and antimicrobial therapy was prescribed. No further information was provided.

Manufacturer narrative:
(B)(4) - rubor occurred. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.